Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for initial implant of a right ventricular lead. During the procedure, the region of the lead near the tip and ring electrodes was observed to bend and curve in an unusual way. The lead was removed and a new lead was implanted. There were no adverse consequences to the patient reported.

Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.